Event description:
It was reported that customer experienced damage to tandem charging cable and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer was advised to use third-party charging supplies if pump battery depleted before replacement arrived, and technical support arranged replacement charging supplies to be shipped within two days.